Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on two patients. The results provided were: on (B)(6) 2022 sid (B)(6) =1279.31 miu/ml (> or =25.00 miu/ml=positive) /redrawn and repeated same patient sid (B)(6) =< 1.20 miu/ml and < 1.20 miu/ml (< or =5.00 miu/ml=negative) /patient went to another hospital b-hcg=negative (no actual results provided) second patient: sid (B)(6) =5170.77 miu/ml /repeated=<1.20 miu/ml and <1.20 miu/ml /redrawn and repeated same patient=negative (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
2. After further evaluation it was determined that the cause of the issue was the architect i1000sr processing module (list 01l86-40) from total b-hcg reagent, list number 07k78-25. MDR number 3016438761-2022-00346-00 has been submitted for the analyzer and all further information will be documented under that MDR number. This follow-up submission being send to cross reference MDR 3016438761-2022-00346-00 for likely cause changed on 28jul2022 to architect i1000sr processing module, list 01l86-10 from architect total b-hcg reagent, list number 07k78-25.4. After further evaluation it was determined that the cause of the issue was the architect i1000sr processing module (list 01l86-40) (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00346-00.

Event description:
The customer observed false positive architect b-hcg results on two patients. The results provided were: on (B)(6) 2022 sid (B)(6) =1279.31 miu/ml (> or =25.00 miu/ml=positive) /redrawn and repeated same patient sid (B)(6) =< 1.20 miu/ml and < 1.20 miu/ml (< or =5.00 miu/ml=negative) /patient went to another hospital b-hcg=negative (no actual results provided) second patient: sid (B)(6) =5170.77 miu/ml /repeated=<1.20 miu/ml and <1.20 miu/ml /redrawn and repeated same patient=negative (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
Updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(4).